Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth reported as 1984. This report is for one unknown expert tibial nail / unknown lot. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an expert tibial nail (etn) operation, the small metal spike on the insertion handle which connects the handle and the nail broke off. When the surgeon placed the etn in the medulla canal he rotated the nail to the right orientation, at which point the breakage occurred. The surgeon continued and finished the operation without any problem and no prolongation of the operative time. The surgeon chose to leave the fragment in the patient. This report is for one unknown expert tibial nail. This is report 2 of 2 for complaint (B)(4).